Manufacturer narrative:
Reporter's phone number: (B)(6). If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The date received by manufacturer was inadvertently documented as jan 23, 2017 in the initial report in error. The correct date received by manufacture was jan 23, 2018. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter's full name, complete mailing address and phone number were not provided. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device passed all operational specifications and no failure was identified. Therefore, the reported condition was not confirmed and an assignable root cause was not determined. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(4) that during an unspecified surgical procedure, it was observed that the foot switch device was not working. It was unknown if there were any delays to the surgical procedure or if a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.